Event description:
As reported, approximately 42 months post the initial reverse total shoulder arthroplasty, the patient was revised due to pain. Intraoperative photos and x-rays were provided. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6) 300-01-09 - equinoxe, humeral stem primary, press fit 9mm. (B)(6) 320-01-46 - equinoxe reverse 46mm glenosphere. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 320-15-01 - eq rev glenoid plate. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) 320-46-13 - 145-deg pe 46mm const hum liner +2.5. (B)(6) 321-52-07 - 3.2mm drill bit sterile. H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2025-02187. The product associated with the reported event is within the scope of recall z-1425-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d the revision reported may be the result of pain and prosthesis wear. The observed edge wear of the humeral liner was likely due to scapular notching and may have contributed to the reported pain and may have created the formations observed in the provided radiographs. However, this cannot be confirmed based on the provided information and any potential contributions from user or patient-related contributing factors to the event cannot be evaluated as no relevant clinical information was provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.